Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". Concomitant products included oral contraceptive nos for contraception as well as butalbital, ibuprofen (motrin), para-seltzer (excedrin aspirin free), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower stomach pain"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue"), colitis ("gastrointestinal or digestive system condition:colitis"), alopecia ("hair loss"), depression ("hormonal changes:depression"), irritability ("hormonal changes:irritable mood disorder"), vaginal infection ("infection (other): frequent vaginal infections") with vaginal discharge, migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depressed level of consciousness ("neurological conditions or problems:brain cloudiness"), breast pain ("breast pain"), pain in extremity ("leg pain"), weight decreased ("weight loss"), vomiting ("vomiting"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes:bladder problems") and menstruation irregular ("irregular menstrual bleeding"). The patient was treated with surgery (hysterectomy (full),oophorectomy (one side removal of ovary),laparoscopic exploratory surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain lower, vulvovaginal pain, fatigue, colitis, alopecia, depression, irritability, vaginal infection, migraine, headache, nausea, depressed level of consciousness, breast pain, pain in extremity, weight decreased, weight increased and bladder disorder outcome was unknown and the vomiting and menstruation irregular was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, breast pain, colitis, depressed level of consciousness, depression, dysmenorrhoea, dyspareunia, fatigue, headache, irritability, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff says: after my essure removal surgery, my symptoms including irregular menstrual bleeding,vomiting, and pain during sex improved. Many of my other symptoms described above are ongoing despite removal surgery. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fu from pfs: new events: vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, vulvovaginal pain, fatigue, colitis, alopecia, depression, irritability, vaginal infection, migraine, headache, nausea, depressed level of consciousness, vaginal discharge, breast pain, pain in extremity, weight decreased, vomiting, weight increased, bladder disorder, device monitoring procedure not performed, menstruation irregular were added. Reporter, patient demographic information updated. Product stop date added. On (B)(6) 2018: reporter added. Processed with fu6. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain") in an adult female patient who had essure (batch no. 626977) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal and ovarian cyst. Concomitant products included oral contraceptive nos for contraception as well as butalbital, caffeine;paracetamol (excedrin aspirin free), sumatriptan (imitrex) and topiramate (topamax). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("hormonal changes:depression") and irritability ("hormonal changes:irritable mood disorder"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower stomach pain") and fatigue ("fatigue"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("neurological conditions or problems:brain cloudiness") and bladder disorder ("bladder or urinary problems or changes:bladder problems") and was found to have weight increased ("weight gain / weight gain / loss specify which one: gained 40 lbs until approx"). In 2011, the patient experienced vaginal infection ("infection (other): frequent vaginal infections") with vaginal discharge and breast pain ("breast pain"). In 2012, the patient experienced pain in extremity ("leg pain"). In 2013, the patient experienced colitis ("gastrointestinal or digestive system condition:colitis") and was found to have weight decreased ("weight loss / weight loss due to vomiting"). In 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vomiting ("vomiting / constant vomiting after eating"), menstruation irregular ("irregular menstrual bleeding"), vaginal discharge ("vaginal discharge") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (full),oophorectomy (one side removal of ovary),laparoscopic exploratory surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, colitis, alopecia, depression, irritability, vaginal infection, migraine, headache, feeling abnormal, weight decreased, weight increased, bladder disorder, vaginal discharge and abdominal pain upper outcome was unknown, the dysmenorrhoea, abdominal pain lower, nausea, vomiting and menstruation irregular had resolved, the dyspareunia was resolving and the abdominal pain, vulvovaginal pain, breast pain and pain in extremity had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, breast pain, colitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, irritability, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff says: after my essure removal surgery, my symptoms including irregular menstrual bleeding,vomiting, and pain during sex improved. Many of my other symptoms described above are ongoing despite removal surgery. We received two dates of insertion: (B)(6) 2009 discrepancy noted in essure insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Smear cervix - in (B)(6) 2014: abnormal pap. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included oral contraceptive nos for contraception as well as butalbital, ibuprofen (motrin), para-seltzer (excedrin aspirin free), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower stomach pain"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue"), colitis ("gastrointestinal or digestive system condition:colitis"), alopecia ("hair loss"), depression ("hormonal changes:depression"), irritability ("hormonal changes:irritable mood disorder"), vaginal infection ("infection (other): frequent vaginal infections") with vaginal discharge, migraine ("migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems:brain cloudiness"), breast pain ("breast pain"), pain in extremity ("leg pain"), weight decreased ("weight loss / weight loss due to vomiting"), vomiting ("vomiting / constant vomiting after eating"), weight increased ("weight gain / weight gain / loss specify which one: gained 40 lbs until approx"), bladder disorder ("bladder or urinary problems or changes: bladder problems"), menstruation irregular ("irregular menstrual bleeding") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full),oophorectomy (one side removal of ovary),laparoscopic exploratory surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain lower, vulvovaginal pain, fatigue, colitis, alopecia, depression, irritability, vaginal infection, migraine, headache, nausea, feeling abnormal, breast pain, pain in extremity, weight decreased, weight increased, bladder disorder and vaginal discharge outcome was unknown and the vomiting and menstruation irregular was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, breast pain, colitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, irritability, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff says: after my essure removal surgery, my symptoms including irregular menstrual bleeding,vomiting, and pain during sex improved. Many of my other symptoms described above are ongoing despite removal surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Events added from pfs- vaginal discharge. Concomitant disease, plaintiff name were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included oral contraceptive nos for contraception as well as butalbital, ibuprofen (motrin), para-seltzer (excedrin aspirin free), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower stomach pain"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue"), colitis ("gastrointestinal or digestive system condition:colitis"), alopecia ("hair loss"), depression ("hormonal changes:depression"), irritability ("hormonal changes:irritable mood disorder"), vaginal infection ("infection (other): frequent vaginal infections") with vaginal discharge, migraine ("migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems:brain cloudiness"), breast pain ("breast pain"), pain in extremity ("leg pain"), weight decreased ("weight loss / weight loss due to vomiting"), vomiting ("vomiting / constant vomiting after eating"), weight increased ("weight gain / weight gain / loss specify which one: gained 40 lbs until approx"), bladder disorder ("bladder or urinary problems or changes:bladder problems"), menstruation irregular ("irregular menstrual bleeding") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full),oophorectomy (one side removal of ovary),laparoscopic exploratory surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, colitis, alopecia, depression, irritability, vaginal infection, migraine, headache, nausea, feeling abnormal, weight decreased, weight increased, bladder disorder and vaginal discharge outcome was unknown, the dyspareunia, vomiting and menstruation irregular was resolving and the abdominal pain, abdominal pain lower, vulvovaginal pain, breast pain and pain in extremity had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, breast pain, colitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, irritability, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff says: after my essure removal surgery, my symptoms including irregular menstrual bleeding,vomiting, and pain during sex improved. Many of my other symptoms described above are ongoing despite removal surgery. We received two dates of insertion: (B)(6) 2009. Discrepancy noted in essure insertion date (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events "irregular menstrual bleeding, vomiting and pain during intercourse were reported as improved. Events abdominal pain, vaginal pain, lower stomach pain, breast pain and leg pain were reported as ongoing despite removal surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain") in an adult female patient who had essure (batch no: 626977) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal and ovarian cyst. Concomitant products included oral contraceptive nos for contraception as well as butalbital, caffeine;paracetamol (excedrin aspirin free), ibuprofen (motrin), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced depression ("hormonal changes:depression") and irritability ("hormonal changes:irritable mood disorder"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower stomach pain") and fatigue ("fatigue"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("neurological conditions or problems:brain cloudiness") and bladder disorder ("bladder or urinary problems or changes:bladder problems") and was found to have weight increased ("weight gain / weight gain / loss specify which one: gained 40 lbs until approx"). In 2011, the patient experienced vaginal infection ("infection (other): frequent vaginal infections") with vaginal discharge and breast pain ("breast pain"). In 2012, the patient experienced pain in extremity ("leg pain"). In 2013, the patient experienced colitis ("gastrointestinal or digestive system condition:colitis") and was found to have weight decreased ("weight loss / weight loss due to vomiting"). In 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vomiting ("vomiting / constant vomiting after eating"), menstruation irregular ("irregular menstrual bleeding"), vaginal discharge ("vaginal discharge") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (full),oophorectomy (one side removal of ovary), laparoscopic exploratory surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, colitis, alopecia, depression, irritability, vaginal infection, migraine, headache, feeling abnormal, weight decreased, weight increased, bladder disorder, vaginal discharge and abdominal pain upper outcome was unknown, the dysmenorrhoea, abdominal pain lower, nausea, vomiting and menstruation irregular had resolved, the dyspareunia was resolving and the abdominal pain, vulvovaginal pain, breast pain and pain in extremity had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, breast pain, colitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, irritability, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff says: after my essure removal surgery, my symptoms including irregular menstrual bleeding,vomiting, and pain during sex improved. Many of my other symptoms described above are ongoing despite removal surgery. We received two dates of insertion: on (B)(6) 2009. Discrepancy noted in essure insertion date on (B)(6) 2009 and on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Smear cervix: on (B)(6) 2014: abnormal pap. Most recent follow-up information incorporated above includes: on 9-apr-2019: plaintiff fact sheet received : lot number added. Event stomach pain was added. Event outcome, reporter, concomitant conditions, lab data were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.